Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller (patient's case manager) stated that patient has been having "battery issues" and "charging issues" for a while. Caller stated patient has attempted to contact rep and patient services (pss) with no success. Caller stated that the office no longer checks that status of the battery so the office directed the patient to have the mdt rep meet them in office to have it checked. Caller stated patient was in office on 03-apr-2025 and they didn't check the ins and prior to that, patient was having the issues and ins had been checked which showed ins was at 30% and patient had just charged. The caller was not with the patient. Tss redirected patient to call ps for further troubleshooting and directed hcp to contact nas to have rep paged.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
See b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from pt in regards to issues documented in this case. Agent had pt reset the controller- pt saw memory problem screen and was able to update date and time. Pt started an implant charge and saw controller at 90% and ins 30% recharging excellent. The pt stated that their ins battery charge used to last maybe a week and a half to 2 weeks and since about the 1st of march, the ins battery is only lasting maybe 2-4 days. Agent asked if they have been increasing stimulation or have been reprogrammed and pt stated no. Agent reviewed role of rep and pt was redirected to hcp to further address ins battery depletion concerns. The pt also reported that since at least a month ago, they have noticed that the controller battery will be 100% and is draining before the ins is fully charged. Pt saw no damage to the rtm. The pt mentioned they had a hcp appointment on april 3rd but agent understood a mdt rep was not present. Pt noted they saw 'a woman' in office in december for 2.5 hours. Agent sent request to repair to replace the recharger.